Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain / pain"), pregnancy with contraceptive device ("pregnancy (with complications)"), premature delivery ("pre-mature birth"), genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") and cholecystectomy ("gall bladder removal") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". The patient's past medical history included gravida ii and parity 3 ((B)(6)2010, (B)(6) 2013, (B)(6) 2015). Concurrent conditions included overweight. Concomitant products included oxycodone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstruation pain / dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and frustration tolerance decreased ("frustrated"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In august 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), migraine ("migraines"), depression ("depression") and headache ("headaches"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In january 2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), weight fluctuation ("weight fluctuations") and anger ("angry"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with ibuprofen, ibuprofen (motrin) and surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, dyspareunia, migraine and weight fluctuation had not resolved, the pregnancy with contraceptive device, premature delivery, cholecystectomy, headache, weight increased and frustration tolerance decreased outcome was unknown and the genital haemorrhage, abdominal pain, depression, fatigue, vaginal haemorrhage, menorrhagia, alopecia and anger had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, anger, back pain, cholecystectomy, depression, dysmenorrhoea, dyspareunia, fatigue, frustration tolerance decreased, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: patient is currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on 3-apr-2018: pfs received - new event "pregnancy (with complications), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), headaches, weight gain, hair loss, angry, frustrated, pre-mature birth, device ineffective and gall bladder removal" were added. Product implant and explant date was updated. Historical and concomitant conditions and medication were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('misplaced essure/ embedded essure on the left side of the fundus/ the embedded essure was removed from the myometrium on the cavity/ displaced essure'), device expulsion ('the embedded essure was removed from the myometrium on the cavity'), pelvic pain ('chronic pain / pain') and cholecystectomy ('gall bladder removal') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". The patient's medical history included multigravida and parity 3 ((B)(6) 2010, (B)(6) 2013, (B)(6) 2015). Concurrent conditions included overweight. Concomitant products included oxycodone and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstruation pain / dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and frustration tolerance decreased ("frustrated"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), migraine ("migraines"), depression ("depression") and headache ("headaches"). On (B)(6) 2015, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), premature delivery ("pre-mature birth"), weight fluctuation ("weight fluctuations") and anger ("angry") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with ibuprofen, and surgery (laparoscopic bilateral partial salpingectomy, endometrial ablation, d and c and hysterectomy, laparoscopic bilateral partial salpingectomy, endometrial ablation, d and c). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, premature delivery, cholecystectomy, headache, weight increased and frustration tolerance decreased outcome was unknown, the pelvic pain, dysmenorrhoea, back pain, dyspareunia, migraine and weight fluctuation had not resolved and the genital haemorrhage, abdominal pain, depression, fatigue, vaginal haemorrhage, menorrhagia, alopecia and anger had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, anger, back pain, cholecystectomy, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, frustration tolerance decreased, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: patient is currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain, embedded device, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2020: pfs received. Events added: the embedded essure was removed from the myometrium on the cavity. Reporters information was added. Seriousness criteria (medically significant) of event genital hemorrhage, pregnancy with contraceptive device was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('misplaced essure/ embedded essure on the left side of the fundus/ the embedded essure was removed from the myometrium on the cavity/ displaced essure'), device expulsion ('the embedded essure was removed from the myometrium on the cavity'), pelvic pain ('chronic pain / pain'), pregnancy with contraceptive device ('pregnancy (with complications)'), premature delivery ('pre-mature birth') and cholecystectomy ('gall bladder removal') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 ((B)(6) 2010, (B)(6) 2013,(B)(6) 2015). Concurrent conditions included overweight. Concomitant products included oxycodone and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstruation pain / dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and frustration tolerance decreased ("frustrated"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), migraine ("migraines"), depression ("depression") and headache ("headaches"). On (B)(6) 2015, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 8 months after insertion of essure. On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant), weight fluctuation ("weight fluctuations") and anger ("angry") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with ibuprofen, and surgery (laparoscopic bilateral partial salpingectomy, endometrial ablation, d and c and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, premature delivery, cholecystectomy, headache, weight increased and frustration tolerance decreased outcome was unknown, the pelvic pain, dysmenorrhoea, back pain, dyspareunia, migraine and weight fluctuation had not resolved and the genital haemorrhage, abdominal pain, depression, fatigue, vaginal haemorrhage, menorrhagia, alopecia and anger had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, anger, back pain, cholecystectomy, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, frustration tolerance decreased, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: patient is currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain, embedded device, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc. Event pregnancy (with complications) and premature delivery marked as ms. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain / pain"), pregnancy with contraceptive device ("pregnancy (with complications)"), premature delivery ("pre-mature birth"), genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") and cholecystectomy ("gall bladder removal") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". The patient's past medical history included multigravida and parity 3 ((B)(6)2010, (B)(6) 2013,(B)(6)2015). Concurrent conditions included overweight. Concomitant products included oxycodone and paracetamol (tylenol). On (B)(6)2013, the patient had essure inserted. In (B)(6)2014, the patient experienced dysmenorrhoea ("severe menstruation pain / dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and frustration tolerance decreased ("frustrated"). In (B)(6)2014, the patient experienced weight increased ("weight gain"). In (B)(6)2015, the patient experienced abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), migraine ("migraines"), depression ("depression") and headache ("headaches"). On (B)(6)2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6)2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), weight fluctuation ("weight fluctuations") and anger ("angry"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with ibuprofen, ibuprofen (motrin) and surgery (hysterectomy (partial)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, dyspareunia, migraine and weight fluctuation had not resolved, the pregnancy with contraceptive device, premature delivery, cholecystectomy, headache, weight increased and frustration tolerance decreased outcome was unknown and the genital haemorrhage, abdominal pain, depression, fatigue, vaginal haemorrhage, menorrhagia, alopecia and anger had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, anger, back pain, cholecystectomy, depression, dysmenorrhoea, dyspareunia, fatigue, frustration tolerance decreased, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: patient is currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6)2013: full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical problem update. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.